Event description:
It was reported that patient presented for generator change out due to eri. During the procedure, the pulse generator exhibited no output. The patient's heart rate was at 27bpm. The device stopped pacing after electro cautery was used. The physician continued with the procedure; the pulse generator was explanted and replaced.

Manufacturer narrative:
(B)(4).